Event description:
It was reported that the pt woke up and rolled over one day and felt shocking on their left chest, arm, and face. The pt went to see the doctor and tonic-clonic like movements were noted on the left. Impedance measurements were >4000. The therapy was turned off and the shocking went away. The pt was then dyskinetic on the left side. The pt underwent a revision and everything was replaced on the right side (lead, extension, and stimulator). The revision went fine.

Manufacturer narrative:
(B) (4).